Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for evaluation, though photographic evidence of the condition was provided. Upon visual inspection, the reported condition was verified, as various burn marks on the luer lock were observed. The cause was determined to have originated from a disturbance in the flow of molten plastic material, which may cause some material to over-heat and get darker in colour. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported observing a "black stain" at the "end part" of the tubing. This was observed prior to patient use. No additional information is available.